Manufacturer narrative:
Block h6: imdrf device code a010402 is being used to capture the reportable event of stent migration. Imdrf impact code f19 captures the surgical intervention to remove the stent. Imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was implanted to treat jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. A few days after the stent was implanted, it was noted that it migrated distally causing the patient a perforation. The stent has been subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a010402 is being used to capture the reportable event of stent migration. Imdrf impact code f19 captures the surgical intervention to remove the stent. Imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was implanted in the left hepatic duct to treat jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. A few days after the stent was implanted, it was noted that it migrated distally causing the patient a perforation. The stent has been subsequently explanted. No additional adverse patient effects were reported.